Event description:
This lead was implanted on (B)(6) 2013 and was capped on the same day for an unknown reason. Th physician was dr. (B)(6) at (B)(6) centre in ontario, canada. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).